Event description:
The international customer reported to the distributor that the ventilator was being set-up to be used on a pt when the incident occured. The staff plugged the unit into the ac outlet and when the power switch was turned on, the unit malfunctioned. The customer reported a fire started at that moment inside the ventilator. The fire was extinguished immediately, and there was no pt or staff harmed. This ventilator will be returned to the manufacturer for failure analysis.

Manufacturer narrative:
Results: this unit is still under investigation to determine root cause. Supplemental report will be submitted when the investigation is complete.